Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that within the last week, the ins battery had been depleting within 24 hours. The patient confirmed that he charged the ins to 100% and that he had reprogramming done recently to high settings. The patient reported that he increased stimulation from 4.0v to 5.6v but then decreased the stimulation down to 4.0v. The patient reported that he was still seeing the ins battery deplete within 24 hours. Considerations with higher frequency were reviewed. It was recommended to the patient to meet with their healthcare provider (hcp) in person to do a possible reprogramming to extend the battery charging frequency. Additional information was received from the patient. The patient reported that when he jumped off of his boat, he landed on his back and may have shorted one of the leads according to a manufacturer¿s representative (rep). The patient reported that the rep adjusted the back stimulator, but it hadn¿t corrected the problem. The patient reported that one program lasted 2 days and the other just one day. The patient reported that the problem hadn¿t been resolved and it was very inconvenient. No further complications were reported.